Event description:
The manufacturer received information alleging difficulty in breathing/shortness of breath related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 14, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty in breathing/shortness of breath that are related bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed dried liquid spots on the front panel, along with a dust-like contamination. An unknown brownish contaminant on the top enclosure. A whitish dust-like contamination is all around the air inlet box. A dried liquid spot is observed inside the iso port. A dust-like material is noticed on the rear panel. A long cut-like scratch is observed across the bottom enclosure along with an unknown brownish contaminant and dust-like material. A dust-like contamination is found in the bottom enclosure. A whitish dust-like material is observed on the blower, dried liquid spots on the bottom of the blower, and dried liquid spots with mineral deposits on the bottom of the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer observed the dust/dirt contamination in the airpath, likely from a source external to the device and unable to address the patient's symptoms.